Event description:
Caller reported blood glucose results of 565 mg/dl and 245 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
It was reported to boston scientific corporation that a banana peel sheath was used during a ureteroscopy procedure. According to the complainant, during preparation, outside the patient, the tip of the sheath was noted to be damaged and the guidewire could not be inserted. The physician completed the procedure with a different device. The condition of the patient following the event was reported as "good".

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.